Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the valve embolized into the aorta. It was believed that the commander delivery system balloon did not inflate consistently. It was felt that the aortic portion of the balloon had inflated almost completely before the ventricular portion of the balloon inflated. The valve was noted to be stable and a decision was made to not pull the valve back into the descending aorta. Subsequently, a second 26 mm sapien 3 ultra resilia valve was prepped.. There were no issues during the second implant attempt and the second valve was implanted successfully. Additional information was received revealing the embolized valve lost entire contact with the annulus and was left superior to the left main (lm) coronary artery.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report number 2015691-2025-03214. The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains in the patient. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no relevant imagery provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve embolization that resulted in the valve being deployed in a non-target location and another valve having to be deployed in the target location was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through the investigation. A review of the IFU/training manuals revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the valve embolized into the aorta. It was believed that the commander delivery system balloon did not inflate consistently. It was felt that the aortic portion of the balloon had inflated almost completely before the ventricular portion of the balloon inflated." In this case, the balloon expanded early at the ventricular portion compared to the aortic portion of inflation balloon, which indicated that the valve was potentially not within the valve alignment marker prior to the balloon inflation or deployment, leading to the uneven balloon inflation. The uneven balloon inflation could push the valve backward into the aorta, resulting in the transcatheter heart valve (thv) embolizing into the aorta. Per the training manual, "check to ensure: thv is exactly between the valve alignment markers". Although a definitive root cause was unable to be determined, the available information suggests that procedural factors (valve alignment technique) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.